Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on february 2, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and it identified leakage from the valve. A microscopic examination was performed, and the cause of the leakage could not be determined. However, an additional microscopic examination was performed by mentor¿s quality system, and excess material was observed on the inside diameter of the valve. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the mentor¿s quality system. In addition, a non-conformance was opened to address this product issue. According to the manufacturing investigation, with consideration to the complaint device, manufacturing process and accompanying records; the valve failure could not be confirmed to have been caused by manufacturing error. However, assessment of the valve has identified excess material originating from our manufacturing process, but the failure was unable to conclude the excess material as cause to the valve failure. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on august 22, 2023. In addition to the ruptures reported initially, the patient also experienced bilateral baker grade ii capsular contracture. Bilateral replacement with non mentor devices was performed with explant. The mentor failure analysis lab received the device for evaluation on august 28, 2023. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture/capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent breast augmentation revision with mentor smooth round high profile 500cc saline prostheses experienced bilateral deflation post procedure. The left sided deflation is more pronounced than the right. The implant bags are palpable and there is malposition. As a result, explant is planned for (B)(6) 2023. See 1645337-2023-08485 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Future explant date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).